Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer reported that the cables were correct and was advised to check the paddle to make sure it was right-side up and will call back with the results. Customer reported that the issue was resolved. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there were only color bars on the display/no image on the evis exera ii video system center. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.